Event description:
New information received noted the patient was since deceased and the physician did not believe this was related to the device.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.